Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: flickering in the image, water ingress in the main unit imaging, water ingress in the camera cable, corrosion on the scope mount and corrosion on the video connector electrical contact. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flickering in the image, water ingress in the main unit imaging, water ingress in the camera cable, corrosion on the scope mount and corrosion on the video connector electrical contact. There was no patient involvement.